Event description:
Pt was being picked off the floor on a viking 300 pt lift, using the flexo stretch supine lifting attachment along with ultra sheet. The pt was brought up to bed height and remained in this position for approx 3-5 minutes while the room was being moved around for access to the bed. The lift actuator shaft started to slowly bend back towards the mast of the lift and a caregiver had her hand trapped between the actuator and mast. Pt was unharmed. Caregiver had three fractured fingers to the right hand. Lift was removed from service and placed in quarantine for analysis. Events could not be recreated at liko inc using similar equipment and load.